Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer too use glucagon to treat for a low while in auto mode. Customer stated that the sensor that did not stick on his skin. Customer declined troubleshooting. The insulin pump and reservoir will not be returned for analysis.